Manufacturer narrative:
Product no returned to manufacture.

Event description:
It was reported that healing abutment did not secure proper seating into implant (B)(4). Implant was removed.

Manufacturer narrative:
One osseotite® ((B)(4)) tapered implant was returned for inspection. The reported healing abutment that would not assemble with the implant was not returned for inspection. A device history review was performed and no related nonconformances were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: ¿product catalog for restorative technologies¿ instres rev 04/16. Information identified: warnings: ¿mishandling of small components inside the patient¿s mouth carries a risk of aspiration and/or swallowing. Fracture of a restoration may occur when an abutment is loaded beyond its functional capability. Reuse of biomet 3i products that are labeled for single-use may result in product contamination, patient infection and/or failure of the device to perform as intended. Complaint indicates the healing abutment would not seat with a recently placed implant. The alleged event was non-verifiable, as the reported abutment was not returned for inspection and the returned implant was too damaged from removal for functional testing. A root cause for the reported event could not be determined.